Event description:
The customer reported that the system exhibited flashing and an uncommanded loss of system functionality. The reported issue could not be duplicated. There is no patient death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and returned to service.